Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, the patient's left atrial appendage landing zone was sized 23mm via echocardiography and fluoroscopy. The proctor recommended a size 28mm amplatzer amulet left atrial appendage occluder but the physician made a decision to implant a 31mm amplatzer amulet left atrial appendage occluder. It was reported the procedure concluded successfully but the device was extremely compressed. The patient was reported stable at conclusion of procedure but had to be kept on ventilator due to shortness of breath. A transthoracic echocardiography (tte) confirmed the occluder had embolized into the mitral valve and caused severe restricted blood flow. It was reported that on (B)(6)2023, the patient was admitted to an outside hospital, and the embolized device was explanted via open heart surgery. The cause of the embolization was believed to be due to oversizing of the device. The patient status was reported as stable.

Manufacturer narrative:
An event of shortness of breath, device embolization into mitral valve and explanted was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, field indicated that the cause of the embolization was due to oversizing of the device. There is no allegation of malfunction of the amplatzer amulet occluder.